Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application was slow and sluggish. A technical support specialist (tss) reviewed the c drive utilization via remote smart service (rss) and identified recurring issues with the c drive reaching 100% utilization. Purge deletion errors were present in the station's maintenance logs, and the failing purge process had caused the station database and c drive to fill up. A previous agent had attempted to perform a full synchronization in (B)(6) 2025. To resolve the issue, the field service technician replaced the hard drive. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es application had become slow and sluggish. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.